Event description:
Foley catheter inserted but was not draining due to clotted blood. A 60 ml luer lock syringe attached to specimen collection port. The specimen port broke and clearly separated from the tubing. Catheter had to be removed and another one inserted.